Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153679 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 -195-263 / lot 153679. The lot met the required release specifications. A review of the complaints reported as conflicting results patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153679 showed that the complaint rate is 0.003%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This report is being submitted to correct the following fields of the intial report.

Manufacturer narrative:
This report is being submitted to correct the following fields. C is updated so that g4 will no longer have "combination product" checked.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting result with the binaxnow covid - 19 antigen self test performed on (B)(6) 2021. The customer reported that the patient initial test performed on (B)(6) 2021 generated positive results. The customer states the patients's second test performed on (B)(6) 2021 generated negative results. No additional patient information, including treatment and outcome, was provided.